Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 156 mg/dl. The insulin pump was worn in the bra occasionally. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly, no button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.